Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the top case non valox cracked by the tube holder. The pump event history showed a primary audible alarm background (bgnd) test. During self-power on test and motor drive occlusion test the technician was unable to duplicate the problem and found the speaker wires were in tack and the pump was noisy. The root cause was unable to be determined, there was no physical or any other damaged found on speaker. Average use noted due to normal wear. The technician replaced main speaker and interconnect pcb for preventive measures. Lubricated motor and worm coupling to dampen the noise. Performed power up process and all functional tests passed.

Event description:
It was reported that a primary audible alarm was displayed and the motor sounded like it is grinding. No patient injury was reported.